Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced an issue with universal surgical manipulator (usm) 2 using the medium-large clip applier instrument where it did not release the clip after applying it. The customer changed out the instrument and was able to complete with no further issues. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use with no issues found. The same clip applier instrument had issues releasing the clip three times. The surgeon shimmied the clip applier instrument to get the clip to release and continued as planned. The customer used nanova vas-q-clips. There was no patient injury, and the procedure was completed robotically. The customer had two clip applier instruments from the procedure in reprocessing and the customer was not sure which encountered the issue. The customer would test the clip applier instrument to figure out which one encountered the issue.